Event description:
It was reported that when an asymptomatic patient presented in-clinic for a follow-up, episodes of ventricular fibrillation due to oversensing of noise was observed. The lead was capped and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.